Event description:
It was reported that there was an issues drawing back, withdrawing or aspirating from the catheter during a dye study. Otherwise the "dye study was fine" and the healthcare provider was able to push dye through. It was later added that the previously reported information came from informal comments made, there was no specific information, particularly patient information, given. The reporter had no further information to add.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).